Event description:
Reporter alleged customer obtained a blood glucose result of 259 mg/dl at 1:00 pm on his advantage system, however, was experiencing hypoglycemic symptoms at the time. It was reported customer passed out, and an ambulance was then called where customers glucose tested 35 mg/dl within 20 minutes of the original result. Reporter stated customer was treated with a tube of glucose. Reporter indicated prior to the alleged incident, customer took his normal dosage of rapid insulin at 9:00 am and ate breakfast. No other actions taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.